Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed the ECG fall of test. Upon evaluation, the orange wire was exposed in the ECG electrode c and d cable, causing a short inside the distribution node. The cause of the non-functional ecgs is the short inside the cable. The cause of the short is the exposed wire. No adverse event resulted from the open pulse wire.